Event description:
It was reported device shift occurred. A left atrial appendage (laa) closure procedure was performed, and a 31mm watchman flx pro closure device was implanted on (B)(6) 2025. The patient was discharged. At the routine 45-day follow up, transesophageal echocardiography (tee) imaging revealed that the closure device had shifted position from the original implanted device position. The closure device was noted to be proximal in the laa and appeared to be sideways. No intervention was performed, and the patient was discharged in stable condition. The patient will remain on the current blood thinner medication. The physician is evaluating on potential intervention options at a later date.